Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: report 37 of 40. It was reported that after centrifugation of bd vacutainer® barricor¿ lh plasma blood collection tubes, red cells were still present on top of the mechanical separator. No patient impact was reported. H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Some samples also appeared to be underfilled. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. Underfilled samples was also seen in the photos provided. Testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 37 of 40. It was reported that after centrifugation of bd vacutainer® barricor¿ lh plasma blood collection tubes, red cells were still present on top of the mechanical separator. No patient impact was reported.

Event description:
It was reported that after use with bd vacutainer® barricor¿ lh plasma blood collection tubes there was poor barrier separation of the sample. The following information was provided by the initial reporter: ball all the way at the bottom of the tube in the red cells, plasma was separated on top. Spun on c8100. Accession #(B)(6). Pprn# (B)(4). Location - 5bn collector - yyq892.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.